Event description:
It was reported that while updating the programmer software, the programmer experienced a black screen, with an error code, then a different error code occurred, after cycling the power. Troubleshooting attempts were unsuccessful, so the programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer boots to an error, as a result the hard drive was replaced. It was also noted that the programmer had a loose electrocardiogram (ECG) connector, and the stylus pen tip was loose. (B)(4).